Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also stated that the patient was not getting right side coverage. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.